Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.1 failed to open, which located on mary-psu. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. As per part investigation, it was determined that there was physical damage on the assy retractor dwr. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition "drawer failure (failure code: failedtoopen" was confirmed by field service engineer and subsequently confirmed in the dchu testing and inspection process. According to work order(B)(4), the fse reported that the auxiliary drawer had failed. The fse cleaned and secured the contacts on the drawer controller boards and tested the unit in hta, but the drawer was still not detected. The interface board (pmc) was replaced, and the drawer boards were tested by resistance measurements, all of which passed; however, once the drawer was connected, the issue persisted. The fse then detected low ohms on drawer board 4-2 and identified issues with drawer 4-1 due to a defective retractor band. Both parts were replaced. Finally, the fse tested successfully with no further issues. During dchu visual inspection: p/n 354471-01: the part was received with friction marks with internal wiring damage on the flat flex cable and observed that the internal wiring had been damaged and had become intertwined with the adjacent wire. P/n 151622-01: the board was received in good condition with no anomalies detected. During dchu testing: p/n 354471-01: no testing was required on the assy retractor dwr due to the internal wiring damage. P/n 151622-01: testing of the drawer board began with d501 and q501, showing resistance above 1000 ohms. Measurements at tp501 (vcc_in) and tp503 (gnd), as well as q601, yielded similar results. Additional components, including diodes and resistors, were tested with no anomalies detected. The returned drawer board was then installed in a known-good dchu half-height drawer for hta testing. The drawer was successfully detected and passed all hta tests with no anomalies or intermittent behavior observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint "drawer failure (failure code: failedtoopen)" was generated by physical damage on the assy retractor dwr (p/n 354471-01), specifically damage to the internal wiring. It was observed that the internal wiring had been damaged and had become intertwined with the adjacent wire. This failure caused a mechanical malfunction that ultimately compromised the drawer's functionality and prevented it from opening.